Event description:
The customer reported that the touchscreen does not work. No patient involvement. The customer attempted multiple touchscreen calibrations and the screen is unresponsive. The remote service engineer (rse) provided part number for touchscreen. The customer intends to install touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Customer replaced the touchscreen and the issue was resolved.